Event description:
It was reported to target that during a pta procedure a fasstealth catheter was advanced to the curved vertebral artery. The physician manually inflated the balloon using a 2.5cc syringe, but the balloon did not inflate. He found that the contrast medium was leaking from the balloon. The preliminary analysis of the returned product revealed that the balloon had burst making this a MDR on 3/13/98. The pt expired a week after the procedure due to basiler bleeding and vertebral artery clotting.